Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient's rhk distal femoral implant is failing in about 25 degrees of recurvatum (hyperextension).